Event description:
Pt reported that infusion set tubing broke -- this occurred with several infusion sets. Pt put a dressing over the infusion sets to prevent this from happening. Pt's blood glucose was not affected.